Manufacturer narrative:
(B)(4). After battery installation, the unit powered up with a blank display and was drawing high current. Further inspection of the unit reveals that the battery compartment in particular the battery spring was corroded and rusted out. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Event description:
The customer reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 142 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.